Manufacturer narrative:
Implant date estimated as (B)(6) in 2008. Date of event and date of death estimated as (B)(6) in 2008 ((B)(6) 2008).

Event description:
It was reported that a patient died. It was reported via social media that a patient had a watchman closure device implanted on a thursday in 2008, and died one day later. No additional information is known at this time.